Event description:
It was reported that the customer experienced a blood glucose (bg) level of 500 mg/dl and diabetic ketoacidosis. Reportedly, an auto-off alarm occurred. Customer confirmed that there had been no interaction with the pump for an extended period. Additionally, customer was using fiasp for insulin therapy. Subsequently, the customer was hospitalized in the intensive care unit. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on (B)(6) 2022 with the issue resolved and no permanent damage.

Manufacturer narrative:
The pump user guide states: your pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off. Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.